Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited a stain on the inside of the light guide lens, and foreign material in the forceps elevator. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Olympus confirmed foreign material came was present in the device, but the type of the material or root cause cannot be identified with the information provided from the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.